Event description:
During a lap nephrectomy, the instrument would cut but not staple on the renal vein. The customer did reload the instrument and it worked the second time. The customer reloaded the instrument a third time and it cut but did not staple. There was no consequence to the pt.